Event description:
It was reported by service report that the right inner siderail panel had a hole on the left top side with no sharp edges. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: right inner siderail panel had a hole on the left top side with no sharp edges.